Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed in the posterior aspect of the implant. Leak testing revealed a rupture within the crease in the posterior view, measurement approximately less than 0.1 cm with an area of shell abrasion accompanied too. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with saline mentor smooth round moderate profile 350cc breast implants. The implants were explanted on (B)(6) 2007 due to the devices being defective. The devices were replaced with saline mentor smooth round moderate profile 350cc breast implants, catalog number 3501655, lot number 7446470. No other information was provided. If additional information is received, a supplemental report will be submitted. This report is for the left side.